Manufacturer narrative:
One medfusion pump was received with a crack on the lower left front corner of the top. The event history log was reviewed and there was a force sensor test error. The power up process was conducted and the force sensor test error was found at power up. The force sensor reading was also out of specification as a result of normal wear/calibration drift since the pump is over 3 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. The issue was discovered during preventative maintenance and there was no patient involvement.